Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported under infusion, which was reproduced. The pump was under infusing at 40ml/hr (-7.32%) and 100 ml/hr (-5.684%). The cause was determined to be that the downstream valve was overtravelled. The device was calibrated to ensure proper flow rate accuracy.

Event description:
It was reported that a spectrum pump underinfused during preventative maintenance testing. The device was tested 3 times at 200ml/hr with a volume to be infused of 50 ml with results of 43.5ml, 44.5 ml and 47.2 ml. There was no patient involvement.